Event description:
During a shoulder surgery and the hospital, the patient's shoulder became very extravasated. The pump "calibrated" but 'acted up" and was 'whining". After surgery the pump was examined and the transducer was in good condition but the pump was found to have no spring behind the transducer. Flow problems were a result of the missing spring and the customer will not be returning the pump for evaluation.